Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 133 mg/dl. The customer stated that he received a low reservoir alert during bolus and it would not clear. The customer stated that he took the battery out, put it back in, and still received low reservoir. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.